Manufacturer narrative:
It was reported that the items will not be returned for evaluation so no product investigation can be performed and no conclusion can be drawn.

Event description:
It was reported that patient underwent primary spine surgery in 2010. Revision procedure was performed on (B)(6) 2013 due to pain and fractured screw heads. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item has not been returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - 2010 (exact date unknown). Reporter name - unknown. Manufacture date - unknown. Device is expected to be returned. Upon item return and completion of evaluation, a follow-up report will be sent to the FDA. This is 1 of 2 MDR reports submitted for the same event - see: 9610576-2013-00021 / 22.